Manufacturer narrative:
Field service engineer was dispatched to customer site and found out that due to excessive filling of the tanks, the motors burned out. Both bridges and distribution board were replaced. Unit was functionally tested and returned to customer. As per above, short circuit and leak was solely due to a user error (excessive filling of the tanks). Since the issue was solely due to user error and there is no patient injury, the event has been reassessed as not reportable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during disinfection post proceudure, short circuit occurred and liquid was leaking from the tank. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only d.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.

Event description:
See initial report.